Event description:
A customer contacted baxter's global technical service center to report a system error 2084on the homechoice (hc) device during fill 1 of 4. The care giver (cg) stated that the lines were pinched and there was air bubbles. The technical service representative (tsr) asked the cg if she lifted the handle. The cg stated yes. The tsr had the cg turn the hc off, close the clamps and disconnect the homepatient. The tsr explained that the cg would have to start over with all new supplies.

Event description:
A customer contacted baxter's global technical service center to report a check heater line alarm on the homechoice (hc) device during fill 1 of 4.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Product surveillance spoke with the caregiver (cg) who indicated that they discarded the supplies at the time of the event and they started over with new. The cg stated that her husband was able to continue with therapy. No medical intervention or patient injury was associated with this report. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A report was received that a pt was having difficulties charging her implant. The physician assessed the pt and reported that the ipg was sitting too perpendicular in the pt's abdomen. The pt has recommended the pt to undergo a pocket revision.